Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate. The customer's blood glucose was 274 mg/dl.